Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.

Event description:
It was reported that during a proximal bicep tenodesis procedure, the surgeon placed the drill guide at the desired location and drilled the first cortex using the 2.6 mm drill. Chucking the drill pin at the black line allows the drill to extend 20 mm out of the drill guide. The ar-3680 drill was too short for what the surgeon needed. The surgeon un-chucked the ar-3680 and went 5-7mm past the laser line and the case was completed without issue.